Event description:
The consumer reported her friend used the product for five hours on his lower back. When the patch was removed, the consumer described a burn which was red in the center and yellow on the outside. The consumer initially treated the area with triple antibiotic cream and gauze. The consumer went to a walk-in clinic, was diagnosed with a third degree burn and prescribed silver sulfadiazine. The consumer's friend also consulted with his family doctor and used tegaderm bandages.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. The lot number was not provided from the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.